Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported to the manufacturer by the treating health care professional. It was reported the patient was experiencing a foreign body sensation and subsequently developed eye pain, redness and light sensitivity in the left (os) eye. After exam the patient was diagnosed with a temporal paracentral corneal ulcer and treated with maxitrol and polyvinyl for one week. After completing the initial treatment, the patient instilled a new contact lens and experienced similar symptoms. The patient sought further medical treatment and the treating physician identified scaring from the previous incident and superficial punctate keratitis was diagnosed. This event is being reported due to the indication from the treating physician of medication or medical intervention required to prevent or preclude the user from permanent injury or impairment from the condition of an infectious corneal ulcer and resulting central corneal opacity within the central 6mm with a potentially permanent reduction in visual acuity. Should further information become available, a follow-up report will be submitted as appropriate.